Event description:
As reported by the affiliate, the saber balloon ruptured during inflation. As the balloon was being removed, the balloon got stuck with the distal tip of the non-cordis sheath. During removal, the tip of the balloon separated in the patient. The separated portion was removed from the patient by surgical procedure. The procedure was finished. The patient was a male, but his age was unknown. The intended procedure was a pta of a target lesion located in the shunt vessel. The lesion was not calcified and tortuous. The rate of stenosis was 90%. An approach was made with a non-cordis sheath introducer. For the procedure, a saber balloon was opened. There was no difficulty removing the product from the hoop or removing the protective cover and stylet. There were no damages noted to the device and it was prepped normally with no anomalies noted. There was no difficulty advancing the guidewire. After pre-dilation was conducted with a 6x40 non-cordis balloon catheter, a saber was inserted. There was no resistance/friction or difficulty experienced as the saber balloon was delivered to and across the lesion for additional inflation. However, it ruptured at an unknown pressure. The catheter was not ever in an acute bend or kinked, and it had inflated normally before rupture. The contrast media is unknown; however, it was a 50:50 ratio with saline. The indeflator used had been used successfully with other devices. The physician tried to remove the balloon catheter from the patient, but it got stuck with a distal tip of the non-cordis sheath introducer.

Manufacturer narrative:
Visual inspection. Detachment of device component, and difficult to remove. Complaint conclusion: as reported by the affiliate, the saber balloon ruptured during inflation. As the balloon was being removed, the balloon got stuck with the distal tip of the non-cordis sheath. During removal, the tip of the balloon separated in the patient. The separated portion was removed from the patient by surgical procedure. The procedure was finished. The intended procedure was a pta of a target lesion located in the shunt vessel. The lesion was not calcified and tortuous. The rate of stenosis was (B)(6). An approach was made with a non-cordis sheath introducer. For the procedure, a saber balloon was opened. There was no difficulty removing the product from the hoop or removing the protective cover and stylet. There were no damages noted to the device and it was prepped normally with no anomalies noted. There was no difficulty advancing the guidewire. After pre-dilation was conducted with a 6x40 non-cordis balloon catheter, a saber was inserted. There was no resistance/friction or difficulty experienced as the saber balloon was delivered to and across the lesion for additional inflation. However, it ruptured at an unknown pressure. The catheter was not ever in an acute bend or kinked, and it had inflated normally before rupture. The contrast media is unknown; however it was a 50:50 ratio with saline. The indeflator used had been used successfully with other devices. The physician tried to remove the balloon catheter from the patient, but it got stuck with a distal tip of the non-cordis sheath introducer. So the physician attempted to retrieve the balloon with the sheath introducer as a unit. However, when they were drawn from the shunt vessel, the tip of the balloon that was sticking out from the distal tip of the sheath introducer got separated at 3cm, and the tip of the balloon was left in the patient. The balloon tip was not kinked/bent at area of separation. Surgical treatment was performed on that same date, and the tip of the balloon was removed from the patient by blood vessel incision. The procedure finished with surgical treatment and the patient is reportedly fine. One non sterile saber 7mm4cm 90 was received coiled inside a plastic bag. An axial burst was noted on the distal section of the balloon; also, it was observed that the balloon got separated at about its middle section. The saber inner body showed an elongating condition on the balloons section; it seems that a tensile overload was applied resulting in a separation of the inner body distal tip, the separation was located just at the distal end of the distal marker band. Functional test could not be performed due to the product received conditions (balloon ¿ burst/separated, inner body distal tip ¿ separated). Sem results showed that the external surface presented evidence of abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not presented any evidence of damages the body separation presented evidence of elongations that could be related to stretching / pulling events. No other anomalies were found during the analysis. Review of lot 17047351 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿ balloon burst¿ and ¿balloon separation¿ were confirmed through analysis of the returned device; however, ¿pta system - withdrawal difficulty-through guide/sheath¿ could not be properly evaluated since functional test could not be performed, because of the damaged conditions of the received product. The exact cause of failures reported by the customer as well as the inner body distal tip separation could not be conclusively determined. However, sem analysis results noting scratching on the balloon and elongation of the shaft, as well as event description information, suggest that vessel characteristics and procedural factors might have contributed to the event. Neither the DHR review nor the product analysis suggests that the difficulty experienced could be related to the design or manufacturing process of the device; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
So the physician attempted to retrieve the balloon with the sheath introducer as a unit. However, when they were drawn from the shunt vessel, the tip of the balloon that was sticking out from the distal tip of the sheath introducer got separated at 3cm, and the tip of the balloon was left in the patient. The balloon tip was not kinked/bent at area of separation. Surgical treatment was performed on that same date, and the tip of the balloon was removed from the patient by blood vessel incision. The procedure finished with surgical treatment and the patient is reportedly fine. The product will be returned for analysis. The device has been received and pictures of the device were also provided to the failure analysis lab, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: 4fr, medikit sheath introducer, 6/40mm shiranui hp balloon, kaneka, and merit medical¿s indeflator. (B)(4).